Manufacturer narrative:
Device passed self-test, a21 error test and displacement test. Device display properly. No black display, missing segment or partial display anomaly noted during testing. No unexpected a17 alarm, a21 alarm or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a unexpected restart alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported that they received another unexpected restart alarm after every battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.